Event description:
Additional information was received. It was reported that the patient was converted to open repair and the stent graft was explanted due to the aortic neck being too big to implant a cuff. A dacron graft was used to successfully complete the procedure. No additional clinical sequelae were reported and the patient is fine. Film review analysis: post-implant cta's from eight years revealed that the bifurcate was positioned just below the renals, with the ipsi and extension on the right common iliac and the contralateral limb and extension on the left common iliac. The proximal stent graft od is 29mm; the neck is straight. The aaa max diameter is 6.2cm. There is contrast in the sac from a likely type ii endoleak. Cta's from ten years post-implant show that the stent graft is in the same relative position as previous study. The proximal stent graft od is 31mm, the proximal neck diameter is 32mm, and there is a proximal type I endoleak. The max aaa diameter is 6.7cm. Coils are seen in the sac. Angio images last month show the proximal type I endoleak. Images during intervention were not provided. The likely cause of the type ia endoleak appears to be disease progression; neck dilatation. Anatomy related; type ii endoleak.

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Currently the maximum a neurysm measures 6.9cm in diameter. The proximal aortic neck measure 28-30 mm in diameter. The right common iliac measure 18-16 mm in diameter and the left measure 16 mm in diameter. It was reported on a follow up scan,a proximal type I endoleak was observed. No migration was noted, but the patient¿s aortic neck has expanded to 30 mm and is larger than the aneurx stent graft. The intervention date is unknown. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).